Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. It was reported that the sensor and blood glucose levels were off. The customer states the device had gone into threshold suspend. The customer's sensor reading was 130mg/dl, but the customer's blood glucose level was 50mg/dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced.